Event description:
It was reported that the self-adhesive of the infusion set was not sticking well enough, especially after taking a shower or sweating.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. H3: the product was discarded and is unable to be returned for evaluation.